Event description:
The customer stated that insulin was shooting out of the insulin pump. Troubleshooting was performed, and the insulin pump alarmed motor error during the displacement test. The customer's blood glucose reading at the time of the report was 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder being out of phase. However, the insulin pump passed the basic occlusion, prime, and excessive no delivery tests.